Event description:
On (B)(6) 2024, it was reported by a sales representative via sems (B)(4) that an ar-9236-02 glenoid trial central peg broke off in the patient. This occurred during use in a case with no patient effect. All fragments were removed. Delay in case 20 seconds.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is wear and tear. Due to continuous mechanical forces applied to it, the device will inevitably sustain damage over time.